Event description:
Reportedly, when an attempt was made to defibrillate the pt, the device would not charge when the paddles charge switch was pressed. A failure to charge was alleged with two more attempts. The pt was not resuscitated. No add'l info regarding the event was reported.